Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed that their implantable cardioverter defibrillator (ICD) was in backup vvi mode. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.